Manufacturer narrative:
The reported event was inconclusive because no sample was returned. It is unknown whether the device had met relevant specifications. The product was used for urological care. It was unknown whether the product had caused the reported failure. A potential root cause for this failure could be for this failure mode could be user related (example: contact with sharp object/ exposure to petrolatum based products mechanical failure/operator error). A potential root cause for this failure mode could be short latex dwell time, latex dip speed out too slow causing thin sac. Based on information in the pfmea, the risk of this failure is medium. Current controls in place are adequate to mitigate this failure mode. A review of the device labelling has been conducted for investigation purposed. The IFU is attached in the investigation overview tab. The labeling and instructions for use were found to be adequate. A review of the device history record did not show any problems or conditions that would have contributed to the reported issue. Therefore, no additional action required at this time. Correction: d, e. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that they inserted 4th foley catheter without difficulty inflated with 10ml sterile water, hepato-pancreato-biliary (hpb) provider filled additional 10ml, urology provider filled additional 10ml, for a total of 30ml sterile water in balloon. Foley fell out and tip of balloon was splayed like a flower. Product was accidently thrown away. Actions had been taken so far was urology provider inserted a medline 16fr 10ml foley without difficulty instilling 20ml. Patient 5th and current foley.

Event description:
It was reported that they inserted 4th foley catheter without difficulty inflated with 10ml sterile water, hepato-pancreato-biliary (hpb) provider filled additional 10ml, urology provider filled additional 10ml, for a total of 30ml sterile water in balloon. Foley fell out and tip of balloon was splayed like a flower. Product was accidently thrown away. Actions had been taken so far was urology provider inserted a medline 16fr 10ml foley without difficulty instilling 20ml. Patient 5th and current foley.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.